Event description:
During g3 extraction surgery, the surgeon tried to remove the lag screw without removing the set screw. Therefore the tip of the lag screw driver was deformed. However the extraction surgery was completed. The surgeon did not understand the extraction procedure. After surgery, the sales rep explained the procedure to the surgeon.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.